Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed that the lv lead was dislodged. During revision, the lv lead could not be repositioned due to patient condition. The device was reprogrammed and the lv lead was deactivated to resolve the event. The patient was stable and there were no adverse consequences.